Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, two radiofrequency (rf) ablations were performed in the left ventricle near an implantable cardioverter defibrillator (ICD) lead, which induced ventricular fibrillation with each ablation. Electric cardioversion was required multiple times to interrupt the ventricular fibrillation. There were no issues when rf ablations were performed far from that region or during pulse field ablations. The case was completed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. The case export returned from the field was reviewed. The case export revealed that the catheter ablated 68 times. The thermocouple readings were normal and p1 noise was not present. Multiple system errors were shown in the top right corner, but the specific errors were not displayed. The image and video files returned from the field was reviewed. Two image files were returned. Image 1 showed radiofrequency (rf) and pulse field (pf) ablation were performed on the heart and system notices on the right top corner. Image 2 showed rf and pf ablation were performed on the heart and system notices on the right top corner. The video showed noise at multiple electrodes on the sweep screen at the 15:43 and 23:40 marks. In conclusion, the reported clinical issues cannot be assessed through data analysis. The reported noise and temperature sensor fault issues were plausible through data analysis. The afr-00001 sphere 9 catheter was discarded and was not returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product type: sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the during mapping phase, suddenly one of the electrodes (p1) started to have a lot of noise on it and it was not possible to read the signal anymore. Additionally the thermocouple started to read high temperatures and an intermittent error message (catheter sensor fault) occurred. The catheter extension cable was replaced and the issues remained. The catheter was replaced which resolved the issue.